Event description:
Ous MDR - the lead was explanted because of an observed noise seen in the intracardiac data from the lead tip. The physician commented that it might be because of an unstable fixation. The associated device was also removed and no telemetry data was available.